Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, no image displayed was due to a defective cable. The cause of the faulty cable could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found the allegation of the non-display of the image on the screen was confirmed. The lack of a display image was due to a faulty cable. A kink and a slice were also found on the cable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the high-definition camera head did not display an image on the screen. The issue was detected during preparation for use. There were no reports of patient harm associated with this event.